Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification.   A DHR (device history review) for the freestyle lite meter was reviewed and the DHR showed the freestyle lite meter passed all tests prior to release.    A DHR (device history review) for the freestyle strips and the DHR showed the freestyle strips passed all tests prior to release. Retain testing was performed and all units performed within specification.    If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
The customer reported that on (B)(6)2019, the adc blood glucose meter provided erratic readings. The customer further reported she did not experience any symptoms however, she self-presented at the hospital. At the hospital, the customer was treated with a shot of ozempic (.25) and lexamil. The customer additionally reported that a reading of 82 mg/dl was obtained on the hcp meter. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported that on (B)(6) 2019, the adc blood glucose meter provided erratic readings. The customer further reported she did not experience any symptoms however, she self-presented at the hospital. At the hospital, the customer was treated with a shot of ozempic (.25) and lexamil. The customer additionally reported that a reading of 82 mg/dl was obtained on the hcp meter. There was no report of death or permanent impairment associated with this event.